Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that during implant when the pump was started at 6,000 rpm with the system controller, the speed was not maintained at 6,000 rpm. The speed ranged from 5400 rpm to 5940 rpm, and never reached 6,000 rpm. The pulsatility index (pi) was 11.1. The tracing on the arterial line was dampened with a mean arterial pressure (map) in the mid 60's. The central venous display was not displayed on the monitor. Once the speed was increased to 8,000 rpm, the speed was maintained. The patient remains ongoing.

Manufacturer narrative:
The system controller was not returned to the manufacturer for evaluation as it remains in use. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.